Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that towards the end of a routine hemodialysis treatment, a venous pressure high alarm occured. It was determined that the disposable set was clotted resulting in a 210cc blood loss. No medical intervention required.

Manufacturer narrative:
No evidence of a device malfunction. Cycler alarmed appropriately to clotting condition. The reported blood loss has been attributed to inadquate heparinization. Patient's dialysate exchange volume prescription was increased lenghthening the treatment time without a corresponding increase in heparin dose. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Event was reviewed with facility staff who plan an increase in the pt's heparin dose. Nxstage medical considers this report closed. No additional information will be provided.